Event description:
The facility initially reported a pump with infusion problems. A follow up call to the facility revealed that a nurse set up the pump to infuse at a rate of 83 mg/hr and that the pump actually infused at a rate of between 300 ml/hr and 400 ml/hr. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.